Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hopefully after removal on tues (7-29), I wont have it anymore') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("horrible pain in hip and knees") and pain in extremity ("I have pain shooting down from hip to my toes"). The patient was treated with surgery (planned surgery on 29th july for essure removal). At the time of the report, the medical device removal, arthralgia and pain in extremity outcome was unknown. The reporter considered arthralgia, medical device removal and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hopefully after removal on tues (7-29), I wont have it anymore') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("horrible pain in hip and knees") and pain in extremity ("I have pain shooting down from hip to my toes"). The patient was treated with surgery (planned surgery on (B)(6) for essure removal). At the time of the report, the medical device removal, arthralgia and pain in extremity outcome was unknown. The reporter considered arthralgia, medical device removal and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.